Manufacturer narrative:
Zoll medical corporation has rece'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that during biomed testing the device displayed a "defib disabled" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.